Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered multiple boluses without user input. There was no adverse impact to the customer's blood glucose (bg) level. Review of the pump data logs by tandem technical support verified the boluses were manually requested by the customer. Customer maintained belief that pump delivered the boluses without user input. Reportedly, the customer continued to use the pump for insulin therapy.